Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the device, at the regular 4 hourly check, the pump was found to be in a "stopped" mode. The volume to be infused had been reset to 50 milliliters, which was the original volume to be infused despite having been running at 0.1 milliliters/hour for longer than 24 hours. The pump remained in lock level which means that the manual changes were unable to be performed. No patient injury was reported.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device to be in good condition. No problems were found with the programmed delivery in the event history log. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(6), corrected data: health effects corrected.